Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: investigation revealed that the force sensor calibration was out of specification. The keypad buttons were intermittently unresponsive. There was no physical damage observed to the keypad cover. The keypad cover was removed and there was evidence of contamination found under all button contacts. The display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration, the keypad buttons were intermittently unresponsive due to contamination under the button contacts, and the display was dim and discolored. This report is made based on results of investigation completed on 08/10/2015.